Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0hmuq, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation from their implantable neurostimulator (ins) when they walked into a ¿(B)(4)¿ on (B)(6) 2014. The overstimulation sensation just about ¿brought them to her knees¿ and that they never felt that type of sensation before. It was noted that the therapy was on at the time. It was also reported that the when they were feeling better after the surgery, they tried to increase the settings and stated that their therapy was not ¿pulsing¿ like the stimulation from their previous device. The patient felt more of a ¿constant¿ stimulation sensation. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2014-09212 for issue with the patient¿s prior device system.